Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger reset) was confirmed. Upon evaluation, the charger/modem was resetting. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem.